Event description:
It was reported the device fails operation check. There was no patient involvement.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service, the customer was then instructed to use test resistance for operation test. The device then passed the operation test. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.